Event description:
It was reported that a large volume folfusor stopped infusing after the first day of the expected seven day infusion. The device was infusing fluorouracil. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and flow testing was performed and nothing was found that could have caused or contributed to the reported problem. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.